Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: the correct explantation date is (B)(6) 2011; not (B)(6) 2011 as previously reported. This report is filed (B)(4) 2013.